Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case, inspect cartridge o-ring and pneumatic tap for damage or debris, clean pneumatic area with appropriate material, reattach cartridge securely, and follow on-screen steps, after which customer successfully completed load process and resumed insulin delivery.